Event description:
It was reported that there were issues refilling the pt's pump. At the pt's last refills the drug was put directly into the pt, not into the pump. The pt's status was reported as fair at the time of the report. No pt symptoms or treatment as a result of the pocket fill was reported. The drug contained in the pt's pump was not reported. Additional info has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
The serial number is included in the range for the synchromed ii missing propellant recall physician communication (dated may 2008).